Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced an increase in seizures since september 2013. It was noted that the patient's seizures were at two a week for the entire month of september. It was noted that since that time the seizures have slowly increased to where the patient had three to four episodes a week. It was noted that the patient was seizure free at the previous visit in (B)(6) 2014, but that the patient suffered seven seizures in one day on (B)(6) 2014. It was noted that the patient had generalized tonic clonic seizures with bed wetting two to three times a week and has had two episodes. It was noted that device diagnostics resulted in high impedance (dc dc code - 7). No surgical intervention has been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement. An implant card was received indicating that the lead and generator were replaced due to lead discontinuity. It was reported that the lead impedance with the new vns system was within normal limits. The explanting facility does not return explanted devices; therefore, no analysis can be performed.

Event description:
Additional information was received that the patient does not have a medical history of status epilepticus events. The patient's increased frequency in seizures was reported to be below pre-vns levels. The neurologist believes the patient's increased seizures and status epilepticus were related to vns, although he did not specify in what manner they were related. No known causal or contributory factors preceded the onset of the increase seizures and status epilepticus. It was reported that the patient is doing well following the full revision surgery.